Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insulin¿ syringe there was an issue with a white substance found in the barrel of two syringes.

Event description:
It was reported with the use of the bd insulin¿ syringe there was an issue with a white substance found in the barrel of two syringes.

Manufacturer narrative:
H.6. Investigation: customer returned (16) 1/2cc, 6mm, 31g relion syringes (6 loose, 10 in a sealed poly bag) from lot # 8141526. Customer states that there is a white substance in the barrel of the syringe. All returned syringes were examined and no foreign matter was observed in any of the returned syringes. A review of the device history record was completed for batch# 8141526. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4) noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8141526. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported with the use of the bd insulin¿ syringe there was an issue with a white substance found in the barrel of two syringes.